Manufacturer narrative:
This labeling error would not cause a pt to be incorrectly transplanted. Clinical laboratories are governed by ashi and clia guidelines mandating laboratories to make clinical decisions based on multiple sources. Solid organ transplants require confirmatory testing derived from multiple sources to determine donor suitability. A transplant decision will not be made solely on the results of the test in question being either positive or negative. This product is not used as the sole source for typing analysis by transplant teams; therefore, any discrepancy resulting from the use of this product is not detrimental and is detectable due to the above stated requirements. If a transplant did occur, the transplant of one non-identical allele in and of itself would not cause death or serious injury. Transplantation of non-identical alleles often occurs. In addition, part of monitoring post-transplant patients and gvh, med and/or surgical intervention is routinely part of the post-transplant regime. This issue would therefore not result in any additional injuries that are not inherently present for all transplantations. No delay in transplantation is expected based on this potential mistyping. A pt would not be passed up for a transplant due to one mismatched allele. Transplantation between non-identical matched donor and host often occurs and does not prevent transplantation.

Event description:
Customer complained that the reactivity for lane 14 and lane 21 were both negative when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping an a 30:16 allele as an a 30:01 allele (refer to complaint #(B)(4)). This complaint has not been confirmed.